Manufacturer narrative:
Age at time of event: (B)(6) device evaluated by manufacturer:returned product consisted of a 2.4mm jetstream xc atherectomy catheter. There was no guidewire stuck in the device or shipped with the device. The device was analyzed for damage. The catheter shaft showed no damage. The device was set up per the instructions for use (IFU). The device primed and functioned as designed. A test 0.014" thruway guidewire was inserted into the device and transcended through the device with no issues. Inspection of the remainder of the device revealed no damage or irregularities.

Event description:
It was reported that guidewire entrapment occurred. A 2.4mm jetstream xc atherectomy catheter was selected for use in the superficial femoral artery (sfa). During the procedure after 3.27 minutes, the jetstream device became entrapped with the non-bsc guidewire. The procedure was completed with a new jetstream catheter. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that guidewire entrapment occurred. A 2.4mm jetstream xc atherectomy catheter was selected for use in the superficial femoral artery (sfa). During the procedure after 3.27 minutes, the jetstream device became entrapped with the non-bsc guidewire. The procedure was completed with a new jetstream catheter. There were no patient complications reported and the patient's status was stable.